Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted no lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that after a patient had a micro-glaucoma stent implanted is experiencing an intraocular pressure (iop) spike at their three week, final post op evaluation. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of intraocular pressure (iop) spike; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. There is no information provided regarding the device implantation procedure, any complications associated with device implantation, positioning, or lumen occlusion. There is no mention of device failure. Possible root cause is that postoperative iop elevation is a known risk associated with device implantation, which is reflected in the product instructions for use (IFU). The manufacturer internal reference number is: (B)(4).